Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures provided. Visual evaluation of the provided pictures shows that the device has a corner portion fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : other

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.